Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that her blood glucose went up to the 300 to 499 mg/dl range, resulting from an issue with her infusion set quick release being loose and unintentionally undone. Customer reported experiencing a blood glucose in the 350 mg/dl to 399 mg/dl range, which was treated with the insulin pump and lowered accordingly. Customer declined troubleshooting for high blood glucose, thinking it was due to the quick release coming undone.